Event description:
Customer reported getting erratic readings from their freestyle meter. The customer performed comparison test with the freestyle meter and results were 220 and 130 mg/dl. A second set of comparison tests was run with results of 125, 190, and 145 mg/dl in back to back test. Testing conducted on fingertips.